Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. As the 3.0x28mm promus element was opened and prepped for use it was noted that the stent was "deformed on both ends". As there was no contact with the patient, no complications were reported.

Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. As the 3.0x28mm promus element was opened and prepped for use it was noted that the stent was deformed on both ends. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Device is a combination product.(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The distal stent struts on row one were both raised and twisted, the proximal stent struts were squashed and twisted. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).